Event description:
The pt reports undergoing cataract surgery with implantation of the crystalens iols in both eyes. Immediately postoperatively, the pt complained of significant glare during the day and night and altered color perception/color blindness. The pt also reports being unable to drive as a result of his vision problems. Additional info has been requested from the surgeon. Reference MDR #2031924-2010-00074.

Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. (B) (4).